Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose of 500 mg/dl with extreme drowsiness, symptoms of dehydration and moderate ketones associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that customer was using the cartridge per its instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of air bubbles in their cartridge.